Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report difficult removal of the clip, the clip getting entangled in the chordae, and chordal tissue injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Imaging was noted to be difficult. One ntw clip delivery system (cds) was advanced to the mitral valve and while attempting to grasp the leaflets, the clip interacted with chordae and became entangled but was able to be freed. The clip was retracted back to the left atrium and a small flail chordae could be seen from the posterior mitral leaflet. The clip was advanced again however, the leaflets were not able to be grasped; therefore, it was removed and replaced with a new xtw clip. The second clip was successfully implanted reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to the shadowing of the device and the patient anatomy. The reported difficulty removing from the anatomy appears to be related to patient morphology/pathology and poor image resolution. The reported unable to grasp and tissue injury appear to be due to the clip interacting with chordae and becoming entangled. Tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.